Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connector came off. The oxygen concentration was high. The event occurred after patient use at the facility. There was patient involvement, but no patient harm or adverse effects were reported as a result of the event.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-07530-00 for details pertinent to this event.